Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07jan2021.

Event description:
It was reported to philips that the v60 indicates a battery failure. The device was in clinical use at the time of the event. There was no report of patient or user harm. The issue was discovered during setup for use on patient. Patient care was not delayed. A philips field service engineer (fse) was dispatched to the customer site to provide additional assistance. The fse replaced the battery to resolve the issue for the customer. The device remains operational, meets the manufacturer's specifications, and was returned to service.